Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: abdominal cavity,') and fallopian tube perforation ('perforation (fallopian tube(s))') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: orthotricyclen from 2008 to (B)(6) 2013. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) during periods they lasted longer than normal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain upper ("stomach pain") and groin pain ("groin pain"). The patient was treated with surgery (remove portion of implant and surgical removal of coil(s)-tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, device dislocation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, migraine, headache, pelvic pain, abdominal pain upper and groin pain outcome was unknown. The reporter considered abdominal pain upper, device breakage, device dislocation, fallopian tube perforation, groin pain, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: migration of essure device, unilateral occlusion (left tube occluded), breakage of essure device, perforation (fallopian tube). X-ray - on (B)(6) 2015: was shown placement of essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2019: quality-safety evaluation of ptc. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), device dislocation ('migration of essure device location of device: abdominal cavity,') and fallopian tube perforation ('perforation (fallopian tube(s))') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for birth control: orthotricyclen from 2008 to (B)(6) 2013. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia) during periods they lasted longer than normal"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), abdominal pain upper ("stomach pain") and groin pain ("groin pain"). The patient was treated with surgery (remove portion of implant and surgical removal of coil(s)-tubal ligation). At the time of the report, the device breakage, device dislocation, fallopian tube perforation, vaginal haemorrhage, menorrhagia, migraine, headache, pelvic pain, abdominal pain upper and groin pain outcome was unknown. The reporter considered abdominal pain upper, device breakage, device dislocation, fallopian tube perforation, groin pain, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: migration of essure device, unilateral occlusion (left tube occluded), breakage of essure device, perforation (fallopian tube). X-ray - on (B)(6) 2015: was shown placement of essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: plaintiff fact sheet received. Events per pfs: migration of essure device location of device: abdominal cavity, perforation (fallopian tube(s)), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) during periods they lasted longer than normal, migraines, headaches, device breakage, pain, stomach pain and groin pain. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.